Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during a transfemoral transcatheter aortic valve implantation (tavi), a 14 fr esheath was inserted into the right femoral artery through an incision without resistance. During insertion, a 20 mm commander delivery system got stuck at the calcified site of common iliac artery and was unable to advance. While attempting to insert, the operator accidentally pushed the delivery system and sheath as a unit with great force. The delivery system was eventually passed through the sheath by using intravenous soybean oil as lubricant agent. A 20 mm sapien 3 valve was deployed in the native aortic valve. No difficulty was experienced upon withdrawal of delivery system. During sheath withdrawal, the superficial femoral artery was found to be ruptured. The rupture was surgically repaired. Proper blood flow was regained in the superficial femoral artery; however, digital subtraction angiography revealed a dissection extending from common iliac artery to superficial femoral artery. As reentry was not observed, no treatment was given for the dissection.

Manufacturer narrative:
Update to b3, b5, g3, g6, h2, h6 and h.10. No product returned engineering evaluation performed with applicable technical summary. Review of complaint activities/attachments revealed no additional information relevant to the complaints event. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Review of manufacturing mitigations is captured in a technical summary written by edwards lifesciences, which applies to this complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint is unable to be confirmed with no returned device or applicable procedural/device imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary written by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per the complaint description, the patient's access vessels were mildly tortuous. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per the complaint description, there was moderate calcification in the right common iliac artery. Undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per the complaint description, the access vessel was 4.7mm with an average luminal diameter of 5.0mm. The 14f esheath is intended for vessel mld of 5.5mm. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification, vessel diameter) may have contributed to the reported event. The complaint was unable to be confirmed. Available information suggests patient factors (tortuosity, calcification, vessel diameter) may have contributed to the complaint event. No manufacturing nonconformances were identified. The technical summary is applicable to this complaint; this, an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in japan, during a transfemoral transcatheter aortic valve implantation (tavi), a 14 fr esheath was inserted into the right femoral artery through an incision without resistance. During insertion, a 20 mm commander delivery system got stuck at the calcified site of common iliac artery and was unable to advance. While attempting to insert, the operator accidentally pushed the delivery system and sheath as a unit with great force. The delivery system was eventually passed through the sheath by using intravenous soybean oil as lubricant agent. A 20 mm sapien 3 valve was deployed in the native aortic valve. No difficulty was experienced upon withdrawal of delivery system. During sheath withdrawal, the superficial femoral artery was found to be ruptured. The rupture was surgically repaired. Proper blood flow was regained in the superficial femoral artery; however, digital subtraction angiography revealed a dissection extending from common iliac artery to superficial femoral artery. As reentry was not observed, no treatment was given for the dissection. After procedure, slight pain and weakness of lower extremity transiently developed but subsided. No further treatment was required for iliac artery dissection. Although lymphoedema appeared, the patient was discharged on foot, wearing a supporter.